Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported to her medtronic representative during an in-person meeting that her insulin pump was stuck in the rewind process and that her drive support cap was loose. The customer would use her finger to maneuver the insulin pump into completing the rewind process. No products were returned or replaced at this time.